Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,000 ohms and high pacing threshold measurements in the bipolar configuration. Subsequently, the lead was surgically abandoned and replaced during a routine device changeout. No lead fracture was observed on x-ray or fluoroscopy. Additionally, the lead was tested with pacing system analyzer (psa) with the same out of range measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.